Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered blood glucose (bg) level in the carbohydrate field when requesting a bolus. The customer's blood glucose (bg) level was in 40 mg/dl range. Customer consumed carbohydrates to address bg. Customer confirmed bolus was delivered due to user error.